Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the account took spins for the case, it failed a couple of times. For the first spin for the case, the navigated spin did not transfer with the automatic registration. They spun again, which worked. After the surgery, for the post-op spin, the system failed to transfer a navigated spin again.

Manufacturer narrative:
H3, h6: no parts have been received by manufacturer for evaluation. B17, c20, d15 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.